Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. Reported event was unable to be confirmed due to limited information received from the customer. The following sections could not be completed with the limited information provided. Date of event - unknown. Catalog number, lot number and expiration date - unknown . Date implanted - unknown. Date explanted - unknown. Initial reporter - the article was written by michael j. Monument md, daniel m. Lerman md, r. Lor randall md facs. Orthop clin n am (2014) http://dx.doi.org/10.1016/j.ocl.2014.09.013 / 0030-5898/14. Manufacture date ¿ unknown. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation: under possible adverse effects, number 7 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." Zimmer biomet complaint number: (B)(4).

Event description:
Information was received based on review of a journal article titled, ¿novel applications of osseo integration in orthopedic limb salvage surgery¿. One (B)(6) patient was identified in the article with osteogenic sarcoma was reconstructed using a rotating hinge distal femoral endoprosthesis. He suffered a periprosthetic fracture at the bone¿implant interface 3 months postoperatively. His implant was revised by making a new bone cut 3 cm proximal to the original osteotomy site. A 3-cm modular segment was added to the revised prosthesis. The distal femoral component from the index procedure was not removed. Patient outcome is unknown.